Event description:
It was reported that the smoke evacuator was working intermittently during a procedure. The case was completed successfully without any procedure delay. There was no medical treatment or intervention required and no adverse consequences associated with this event.

Event description:
It was reported that the smoke evacuator was working intermittently during a procedure. The case was completed successfully without any procedure delay. There was no medical treatment or intervention required and no adverse consequences associated with this event.

Manufacturer narrative:
The field service technician was able to confirm the reported event. There was no power to the unit due to loose wires in the power plug. If the power to the unit shut off it would result in both the suction and smoke evacuator to shut off. The technician tightened the wires in the power plug and returned the unit to service.

Event description:
It was reported that the smoke evacuator was working intermittently during a procedure. The case was completed successfully without any procedure delay. There was no medical treatment or intervention required and no adverse consequences associated with this event.